Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the wall apposition was not achieved, the proximal stent seemed to end within the vessel lumen. Baseline aneurysm characteristics: de novo right ica c6 saccular aneurysm measuring 3.9mm x 2.8mm with a neck size of 2.5mm. Additional information received reported site has reported an increase in mrs from "0" at pre-procedure on (B)(6) 2021 to "1" at the180-day follow-up visit on (B)(6) 2022. Site has denied corelab finding of "wall apposition at full length not achieved" with response "please note: according to dr. (B)(6) and after a review of the patient imaging, wall apposition was achieved and looks good". Site has also responded reason for mrs increase was due to " the patient came to the doctors after six months and says there is a feeling of weakness, hence mrs=1. No neurological events to report". Additional information received reported that per the 1 year follow-up dsa imaging on (B)(6) 2022, the site has reported 'no' to the assessment for "complete neck coverage achieved?" And has reported raymond & roy (r & r) occlusion class 3. Note - at the index procedure on (B)(6) 2021, site reported 'yes' to neck coverage achieved at the end of the procedure and reported r & r occlusion class 1. Additional information received reported the site updated their response and confirmed neck coverage was achieved and r & r was "class 1" at the 1-year dsa imaging performed on (B)(6) 2022 with no recanalization/recurrence to report. Additional information received reported per corelab image read of the 12m dsa on (B)(6) 2022, the following findings were noted: pipeline fish-mouthing of the proximal end (25-50% of braid diameter), more since last imaging. Intimal hyperplasia of the proximal third of the stent, more since last imaging (either not previously observed or worsened since last imaging - comparison image rating not available at this time (overall parent artery stenosis reported as <25%).